Event description:
The customer reported that "she was not getting insulin delivered". Within the first day of activating a pod her bg levels had escalated to over 450mg/dl. She removed the pod and, upon inspection, noticed that "the needle was sticking out, and there was no cannula". The pod will be returned for evaluation.

Manufacturer narrative:
The pod was returned and evaluated. It was determined that the needle mechanism had malfunctioned due to interference from a damaged component. The user failed to note this condition upon placing the pod, which would have been visible through the viewing port. The product user guide instructs the user to"check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.